Event description:
The customer reported that their device cannot select the paddles lead option when a defibrillation therapy cable is connected. Without the recognition of the defibrillation therapy cable assembly, the device cannot deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4).. Physio-control has provided the customer with the part numbers for a replacement therapy connector and therapy pcb assemblies. Physio-control has been unable to follow up with the customer regarding the reported issue. It is unknown if the device has been repaired and returned to service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.